Manufacturer narrative:
Yu, q. Et al. (2024) ¿endovascular retrieval of a damaged transjugular intrahepatic portosystemic shunt stent graft,¿ journal of vascular and interventional radiology [preprint]. Endovascular retrieval of a damaged transjugular intrahepatic portosystemic shunt stent graft doi: 10.1016/j.jvir.2024.02.018. The gore® viatorr® tips endoprosthesis with controlled expansion instructions for use includes, but is not limited to the following potential device or procedure-related adverse events associated with the use of the device: stent malposition/migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Yu, q. Et al. (2024) ¿endovascular retrieval of a damaged transjugular intrahepatic portosystemic shunt stent graft,¿ journal of vascular and interventional radiology [preprint]. Endovascular retrieval of a damaged transjugular intrahepatic portosystemic shunt stent graft doi: 10.1016/j.jvir.2024.02.018. This is a case report describing treatment of a 39-year-old male patient with cirrhosis and recurrent ascites who underwent tips placement at an outside facility. The cranial end of the initial viatorr stent graft deployed from the right portal vein (pv) to the right hepatic vein landed within the intrahepatic parenchyma. A second stent graft was then deployed to extend the shunt, which ¿slipped¿, and the cranial end of the stent graft landed in the right atrium (ra). Subsequent efforts to reposition and retrieve the stent using a balloon catheter, snares, and endoscopic forceps failed and damaged the stent. The patient was then transferred to authors¿ institution with pv access maintained via a guide wire through a right internal jugular (rij) vein 20-f sheath. Despite the preserved guide wire access, catheter access through the stent was not achievable, given that the damaged components were freely floating in the ra and would easily prolapse into the inferior vena cava, having lost the buttressing effect of the metal skeleton. Additionally, the frayed portions were tangled around the guide wire, precluding passage of any larger devices. After unsuccessful attempts to cannulate the tips separately through the existing rij vein sheath, the decision was made to retrieve the stent with snares. It was ultimately retrieved by a 3rd loop snare via right femoral access.